Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported the laser stopped midway through flap creation of the left eye due to a shutter one error. The patient's treatment was completed with photo refractive keratectomy. Follow up information received stated the patient was given options and decided to complete the left eye with photo refractive keratectomy. The patient should get a good outcome.

Manufacturer narrative:
A review of the logfile for the day of treatment confirmed the system displayed a message and the reported treatment was canceled. During technical onsite visit the field service engineer (fse) replaced safety shutter and completed system verification to specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).